Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse requested a replacement cycler due to a balloon valve leak. Additionally, a fluid leak occurred when removing the cassette at the end of treatment. The nurse was not able to confirm if the balloon valve leak happened in setup or treatment the cycler was used for training purposes only and was replaced.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation, a visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-ast 8500 ml simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Tested positive for glucose. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis nurse requested a replacement cycler due to a balloon valve leak. Additionally, a fluid leak occurred when removing the cassette at the end of treatment. The nurse was not able to confirm if the balloon valve leak happened in setup or treatment the cycler was used for training purposes only and was replaced.